Manufacturer narrative:
Refer to the results of evaluation below. The customer performed several troubleshooting steps without issue resolution. The customer requested a field service visit to resolve the issue. On arrival at the customer's site, the field service representative stated that the instrument was up and running without any issues. Quality controls and correlation with the back up instrument were within specifications. Through a follow-up call by customer service and support, the customer was unable to confirm which troubleshooting steps were performed on the instrument in order to resolve the reported issue. The instrument was performing within specifications and no further assistance was required. A review of complaints did not identify an adverse trend related to the customer's issue. The cell-dyn 3700 system operator's manual provides instructions for problem identification, problem isolation, and corrective action based on the investigation and event details, no product deficiency was identified with the cell-dyn 3700.

Event description:
The customer stated they have observed intermittent discrepant results on the cell-dyn 3700 analyzer. An example was provided of initial and repeat results on a patient specimen. Values for the white impedance counts (wic) were 0.491 and 6.8 k/ul, white optical counts (woc) were 0.609 and 7.3 k/ul and hemoglobin results were 1.25 and 11.9 g/dl. No incorrect results were reported out of the lab and there was no impact to patient management.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.